Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was performed. Prior to the procedure a pericardial effusion was noted. When a non-boston scientific pigtail wire used for the sheath was exchanged from the transseptal puncture to the watchman access system, the sheath was noted to be outside the silhouette of the appendage per the fluoroscopy image. At the time a sweep for effusion was completed and no change was noted so the case progressed as anticipated and a 31mm watchman flx closure device was implanted. On the floor post-procedure the following day, the patient's blood pressure decreased to 80s and the patient had chest pain with inspiration. A follow-up echocardiogram was ordered showing a large right sided effusion. A pericardiocentesis was performed and the patient remains hospitalized.